Event description:
Hospital notes dated (B)(6) 2010 note that the patient has experienced an increase in seizure activity for one week. It was noted that the patient experiences 3-4 seizures per month at baseline and that in the past week the patient has experienced 7-8 seizures. The patient's mother reported that the patient's seizures have been "bigger" than usual and the post ictal period seems deeper. It was noted that the patient was seen prior to admission by the neurologist and vns was checked and found to be working well. The neurologist increased the patient's lamictal dose. Prior to admission an eeg was performed which showed "burst suppression". There was concern that the patient could be in a nonconvulsive status epilepticus or experiencing metabolic encephalopathy, so she was sent to the emergency department for further evaluation. No additional relevant information has been received to date.